Event description:
It was reported to boston scientific corporation in 2004, that after undergoing an enteryx procedure five days prior, the patient complained of chest pain and mild stomach discomfort. No further details regarding the procedure or the patient was ascertainable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Product unavailable for analysis.